Event description:
Upon start of treatment pt complained of feeling bad, pt reinfused machine stripped of lines tested and set backup. Treatment resumed with new set up. Machine warned "blood leak not calibrated" and pt complained of feeling bad again as blood returned and pt disconnected. Pct calibrated blood leak detector. Rn noticed blood in drain line and check with hemastick positive. Tested negative for residual chlorine. Machine pulled and tested by clinic biomed.

Manufacturer narrative:
Reed switch. Informant stated that the pt was admitted to the hospital for suspected hemolysis. This was the first time for the machine to be used after it has been out of service for a few weeks. Device investigation by fresenius showed that the machine was still positive for residual bleach after 15 mins of rinse. The acid reed switch was found to be damaged causing the rinse port to slide back. Proper operation was verified after the reed switch was replaced. It could not be determined if the problem found during device investigation could be related to the pt event. Informant reported that the machine tested negative for residual bleach. (B)(4).